Manufacturer narrative:
Results: a photo was returned and inspected showing defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5251688. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber stopper of the 2ml, 13mm x 75mm bd vacutainer® k2edta tube had cracks. No serious injury or medical intervention reported.